Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of injury to nervous system, pain, urgency, incontinence, and retention quality accepts the patient¿s observations. These are known possible adverse events of altis captured in risk documentation and/or IFU. Nausea is not listed in the altis risk documents nor a labeled ae in the altis IFU. There are no clinical studies or literature to support a causal relationship between altis and this event. There was one procedure-related report of nausea in the altis ide study and no further reports of nausea in other literature. It is unknown if nausea was a primary symptom or a secondary symptom related to concomitant conditions provided, e.g., pain. In the absence of detailed information on the patient¿s status (e.g., patient characteristics, therapy details, medical history, diagnoses, laboratory evidence, and detailed information on the clinical course of events), we cannot conclude a causal relationship. Loss of range of motion is not listed in the altis ha and is not a labeled ae in the altis IFU. There are no clinical studies or literature to support a causal relationship between altis and this event. It is unknown if loss of range of motion was a primary symptom or a secondary symptom related to concomitant conditions provided, e.g., pain. In the absence of detailed information on the patient¿s status (e.g., patient characteristics, therapy details, medical history, diagnoses, laboratory evidence, and detailed information on the clinical course of events) we cannot conclude a causal relationship. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the patient is experiencing the following adverse effects subsequent to having the device implanted: reduced mobility (loss of flexibility and mobility); micturition problems (weak stream, impossible to empty without manipulation, urgency); identical pain from hips to knees, but reduced by physiotherapy and medication (duloxetine, gabapentin, use of tens; and side-effects due to drug treatment for pain management: blurred vision, depressive state, headaches, sleep problems, memory loss, confusion, fatigue, weight gain, etc. The device remains implanted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the patient is experiencing the following adverse effects subsequent to having the device implanted: reduced mobility (loss of flexibility and mobility); micturition problems (weak stream, impossible to empty without manipulation, urgency); identical pain from hips to knees, but reduced by physiotherapy and medication (duloxetine, gabapentin, use of tens; and side-effects due to drug treatment for pain management: blurred vision, depressive state, headaches, sleep problems, memory loss, confusion, fatigue, weight gain, etc. The device remains implanted.